Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Additionally, efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient presented with high thresholds and high pacing impedance measurements. Insulation damage was suspected due to subclavian crush. A revision procedure was performed and the leads were replaced. Efforts to explant the leads were unsuccessful and they were surgically abandoned. No adverse patient effects were reported.